Manufacturer narrative:
The unit alarmed compromised force sensor system during the basic occlusion test due to a loose and protruded drive support disk. The unit was unable to perform the occlusion, prime/compromised force sensor system, or excessive no delivery test due to a compromised force sensor system alarm. There was no after battery change alarm during the test. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and an after battery change alarm. The customer stated that the drive support cap was sticking out. The blood glucose reading was 236 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.